Manufacturer narrative:
(B) (4) the initial reported complaint of failure code f73 during a patient infusion was not confirmed by a baxter service technician due to the device not being returned to baxter for evaluation. The device will be evaluated and serviced by a third party bio-medical facility. Should the results of the evaluation be provided to baxter from the customer, a follow-up report will be filed.

Event description:
The facility reported a flogard pump with a "failure code f73" complaint. This problem occurred during a patient infusion of orencia 750mg which was infusing in a 100cc mini bag at a rate of 200cc/hr for 30 min with a volume to be infused (vtbi) of 100cc. Approximately 30 seconds after the infusion began, the infusion stopped and device alarmed failure code f73. The nurse repeated the priming procedure and restarted the device twice with the same result and then switched out the device for another device and the infusion was completed without incident. This device is going to be serviced by a third party and not being returned to baxter. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.